Event description:
A customer reported a pt experienced unstable intraocular pressure due to air in the irrigation line during surgery. The irrigation line was exchanged and the problem resolved. Additional info has been requested.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).